Event description:
It was reported that the patient had his ams800 artificial urinary sphincter (aus) device removed due to fluid loss. The device stopped working. A new aus device consisting of a 4.5cm cuff, 61cm prb and control pump was implanted at the surgery. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.